Event description:
It was reported that customer experienced repeated cgm error and could not resolve issue on pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to switch to multiple daily injections as backup therapy, was instructed to place pump into storage mode, and was advised to enter pump settings and reconnect cgm on replacement pump, while technical support arranged shipment of replacement pump and requested return of problematic pump using prepaid label.